Event description:
Additional information was received from the patient. It was reported that the patient stated their pump "was supposed to die in june" and that they were supposed to have an appointment on (B)(6) 2024 with their current managing physician to discuss taking the pump out but received a phone call on 2024-oct-07 that their managing physician was "dropping" the patient and canceling the appointment. The patient stated that the pump was currently alarming and they only had saline in their pump. The patient stated that they had an appointment with a new physician on (B)(6) 2024. The patient stated that they were told if they left the pump in it "will cause all kinds of complications". The manufacturer's patient services specialist (pss) reviewed the manufacturer vs hcp role and redirected medical questions to their managing physician.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient product ID 8780 lot# serial# (B )(6)implanted: (B)(6) 2017; product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-may-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they were in the process of either taking the pump out or replacing it. The patient stated they had a dye study done in december because they did not feel like the medication was going through. The patient reported the medication was "going somewhere" but it was not going into the tubing and going to the brain. The patient also reported the settings were messed up. If the patient tried to bolus once every 6 hours, then it would start going crazy. It would show the next bolus was 10 hours and 1 minute but if the patient just kept it at 1 every 4 hours it acted right. The patient mentioned they had oral medicine as well and they had the medication inside the pump at such a low-rate it was ridiculous. The patient stated they had been going through this for 30 years and their tolerance was "extremely high." The patient stated they had an appointment to get to so they would call back if further troubleshooting was needed. The patient was redirected to their healthcare provider to further address the issue. The patient also mentioned their doctor told them "medtronic was afraid of you because you have a lawsuit against them" the patient stated they had no knowledge of filing a lawsuit against medtronic. The agent stated there was no record of them being sent to legal. The patient would call back to further discuss next week.

Event description:
Additional information was received from a consumer and it was reported the patient asked for record of her pump being checked (B)(6) 2023 by a company representative (rep). It was reported in (B)(6) 2024 the patient ended up "dead" in the intensive care unit (ICU) because they left drug (dilaudid) in her system, and they did not take the drug out until (B)(6) 2024. The patient had an upcoming appointment with her healthcare provider (hcp) and she would ask the hcp about her records and pump analysis report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the patient was no longer being seen by them as of (B)(6) 2024 and that on (B)(6) 2025 the visit documented that their pump was emptied of narcotic and refilled with preservative free normal saline by the patient¿s home infusion company.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer and it was reported that the patient needed to get records of when they went into the healthcare provider¿s (hcp's) office and the pump was tested. It was reported that they no longer had that hcp, as the hcp wanted nothing to do with them and they wanted nothing to do with the hcp. It was reported their pump wasn't working for like three years. The patient had huge doses of medications. They had 180 mg of morphine, 180 mg of oxycodone, plus headache medicine. The patient also had barbiturate with codeine. It was noted they were given all of the medications while they still had medicine in the pump. The pump was tested around december 2022 or january 2023, as it was right after their ambulance date from when they were "dead on the floor.¿ it was reported that the hcp wouldn't release their medicals records even to another hcp. The company representative (rep) checked the pump and the rep said that the pump wasn't working. The patient was upset that they couldn't get their records. Agent r edirected the patient to hcp. The patient would check with pentec who was the one filling their pump at one point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that yesterday ((B)(6) 2024) a tumor marker was found in their blood that said they had cancer so hcp did not want to open them up for pump explant/replacement but the patient was concerned because the hcp told them what kind of complications could happen if it died. The patient stated they had provided all clearance forms to the hcp. The patient stated the pump was supposed to die in june. The patient also stated that the pump was currently flipping up and down in the pocket. The patient re-reported they had only put like 1.5mg in there so they could never tell if it was working or not. The patient stated there was just saline going through it because it was not working - it was not in there steady. The patient re-reported testing in december showed the pump wasn't working and that it hadn't worked for a couple years now. The patient inquired about pump alarms and the agent reviewed. The agent reviewed mdt role vs hcp role, redirected to hcp, and sent physician listing mail request.